Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 16271487-2017-04372. It was reported the lead wire was exposed at the strain relief loop and when the patient was positioned on the table a pin sized opening at the ipg site was present. The patient underwent surgical intervention on (B)(6) /2017 where the entire scs system was explanted. There were no abbott representatives present at the procedure.